Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Troubleshooting was not performed at the time of call, advised customer to disconnect and return pump to minimed.